Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a total delamination of the valve. A leak test and microscopic was performed which identified a total delamination of the valve (adhesive failure) and a wear abrasion. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.